Event description:
A review of the events indicated that patient samples tested on the echo v2, automated blood bank system produced inaccurate results. A review indicated that eight (8) patient sample tests using the echo v2 automated blood bank system produced seven (7) unexpected false negative antibody results and two patient's tests resulted in inaccurate abo results. Specifically, the malfunctions produced three (3) false negative results for the anti-e antibody; one (1) false negative result for the anti-c antibody and one (1) false negative result for the anti-k antibody; one (1) false negative result for the anti-fya antibody and one (1) false negative result for the anti-s antibody. Subsequent testing of reagent retention lots, and reagent antigen validation testing of the initial bulk products used for commercial vialing showed acceptable results. No single reason for the false negatives were determined and the malfunctions were allocated against the analytical instrument. Separately, one (1) patient sample was mistyped with an abo result of ab positive when prior testing had resulted in an a positive type result. One (1) additional patient sample resulted in an ab positive typing against a historical result of a positive. Subsequent testing of reagent retention lots, and reagent antigen validation testing of the initial bulk products used for commercial vialing showed acceptable results. No single reason for the false negatives were determined and the malfunctions were allocated against the analytical instrument.

Manufacturer narrative:
(B)(4). Additional lot numbers continued: r346, 221035, 101025, id432.